Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found no visible defects. Microscope inspection revealed no light exiting the connector face, indicating an internal connector fracture. Further microscope inspection showed that the tip had mild degradation. A fracture within the connector can occur during procedural handling of the fiber, whether during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, potentially leading to a complete inability for the fiber to fire. A functional test was performed, and there was no aiming beam. The console displayed: applicator has been used 3 times. The device history record (DHR) review was performed and indicate that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed. It states: ensure that the distal end is intact and that the sma connector is clean. Caution: do not use any lighttrail reusable laser fiber with a damaged distal end or damaged sma connector. Avoid touching the exposed connector end. It also further states: carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Additionally, it states: hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Based on the information available, the investigation conclusion code assigned is cause traced to component failure, which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the device's laser was not coming out. The procedure was completed using another of the same device. There were no patient complications. Analysis of the returned device identified a fractured connector.